Manufacturer narrative:
Product complaint # : (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C-stem pinnacle total hip replacement; (B)(6), (B)(6) hospital, (B)(6) 2018. Liner was inserted into the cup using impactor handle, the threaded end broke off during the initial blows of the surgical hammer. The cup impactor handle was then used to insert the liner. The desired outcome was achieved in the end. The broken off piece was retrieved, and it did not add any significant delay to the procedure.